Manufacturer narrative:
Device evaluation: one device was returned for analysis inside a plastic bag without its original packaging. Visual inspection showed no damages, kinks or defects. Functional testing included leak testing and found that the tube was leaking at the joint of the tube and the filter. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that incorrect solvent dispensing setting and insufficient solvent in solvent container during manufacturing was the cause of the reported issue.

Event description:
Information was received indicating that while in use, a smiths medical cadd administration set was leaking from the filter area. No adverse effects were reported.